Manufacturer narrative:
(B)(4). Report source: other - coordinator vascular access services. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clotting incident occurred during use of a one-link needle free IV connector. The reporter stated that a peripherally inserted central catheter (PICC) line had clotted while being used with the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.